Manufacturer narrative:
Results: the complaints of "intermittent stimulation" and "invalid impedance" were confirmed. The ipg was returned with eleven broken feed through wires in the header. Two of the broken wires were programmed as active channels. As the broken wires were in close proximity, it is likely the ends of the broken wires made intermittent contact causing intermittent stimulation. The invalid impedances observed in the field were caused by the broken feed through wires in the header of the ipg. There was no damage to the silicone indicating the broken wires were caused by mechanical overstress being applied to the header of the ipg while it was in-situ. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2014-23368.